Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance on this right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
The field representative later reported that the patient was seen in the physician's office and all measurements were within normal range. The shock impedance was checked several times in the office and was between 55-57 ohms. The physician elected to continue to monitor the issue at this time and no other device therapy testing had been scheduled at this time.

Manufacturer narrative:
Resolution has been requested from the field representative. However, no further information has been received. This investigation will be updated should further information be provided.